Event description:
A nonhealth care professional reported that during the intraocular lens (iol)implantation surgery, one haptic of the lens did not detach from the optic and it was manually separated. It was the trailing haptic, located between the optic and the posterior capsule, which made the maneuver more difficult and caused a zonular dehiscence. The symptoms was not resolved and the patient was diagnosed with zonular weakness.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.